Event description:
The customer reported a therapy knob failure error message. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a therapy knob failure error message. There was no reported pt involvement. The device was evaluated at philips. The symptom was not reproduced or confirmed. There was not trouble found with the device. The bench tech elected to reload the software on the device and reseat all the connections for preventative maintenance. The device passed all testing and was shipped back to the customer. The trending data does not support that there is systemic problem or emerging issue involving the symptom(s) and failure associated with this complaint. We are considering this a malfunction. We are unable to determine the cause as the reported symptom was not confirmed or reported when the device was evaluated at philips. There was no trouble found with the device. No further investigation or action is warranted.